Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain'), autoimmune disorder ('autoimmune-like symptoms') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 901325) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and cyst ("cysts"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia and cyst outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the lumen is also stellate. The fallopian tube ostia contain coiled metallic wire. On (B)(6) 2014: surgical pathology report: mesovarium with dilated vasculature and evidence of prior hemorrhage, fallopian tube not identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. Lot number: 901325, manufacture date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc (product technical complaints). We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe pain'), autoimmune disorder ('autoimmune-like symptoms') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 901325) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and cyst ("cysts"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia and cyst outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the lumen is also stellate. The fallopian tube ostia contain coiled metallic wire. On (B)(6) 2014: surgical pathology report: mesovarium with dilated vasculature and evidence of prior hemorrhage, fallopian tube not identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.